Event description:
Philips received a complaint on the v200 ventilator indicating that the alarm tone was often audible. The device was reported to be in use at the time of the reported problem. No patient harm reported. The patient went to the hospital for treatment of a pulmonary infection. At 7:00pm on (B)(6) 2023, the v200 device was placed in use on the patient in accordance with the doctor's advice. The customer reported that the alarm tone was audible, and the ventilator was swapped at 7:15pm, 15 minutes after the device was initially placed in use. The customer did not report any harm to the patient or allege there was any potential harm as a result of the alarm issue. In a good faith effort (gfe) response from the field service engineer (fse) received on (B)(6) 2023, it was confirmed that there was no patient injury. It was also confirmed that the device issue was the v200 ventilator was alarming when it should not have been. The customer hospital maintenance team repaired the device themselves by replacing the speaker and the device was returned to use. No further work was performed by philips and no further information was provided by the customer. The investigation concludes that no further action is required at this time.